Manufacturer narrative:
H2) additional information: b5 updated with additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was noted that the scan on the was inaccurate. The scan was checked three times on the navigation system. The cause of this issue was thought to be due to bumping the imaging system through the wall. The tracker was bumped. This issue occurred during a training session in the hospital. It was further reported that it was not thought that the navigation system was inaccurate because after the imaging system was recalibrated, the accuracy was achieved. The reported inaccuracy was approximately 2mm.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. A calibration was performed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 salesforce c00217025 (rep, hcp, for): medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the preoperatively the navigation was inaccurate by a few millimeters. Therefore the site decided to not use the system.